Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that software upgrade was unable to be performed on the device. When wanded telemetry was used, an error message was received stating that the upgrade was unable to be completed. The software upgrade was postponed. The patient was stable.